Event description:
The complainant has reported that a pt (age and unknown) underwent a therapeutic placement of an ultraflex diamond biliary stent for a left intrahepatic bile duct stenosis. The complainant reported that the distal end of the delivery shaft had separated and was noted exiting this papillary. The stenosis was reported dilated by a balloon and the stent inserted and released without complications. Slight friction was noted while the delivery shaft was being pulled out. Upon full exit of the delivery shaft, the distal shaft was noted missing and angiographically confirmed that the stent was located in the superior end of the stenosis. Attempt to relocate the stent failed and the procedure was completed with this device and stent remained at ending point intact. Pt condition is reported as good with no sequelas as a result of the reported event.

Manufacturer narrative:
The device has not yet been rec'd by this MFR for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.